Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor service code) has been confirmed. Upon investigation the monitor failed functionality testing. The cause for the failure was isolated to corrosion on connectors j502, j1000, j1002, amd j1003. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.